Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that no flash or fm was noted that would cause insertion tools issues. The insertion tool was visually inspected for any blockages in the hub and tube and none were noted. An 00.018 straight test guidewire was inserted through the hub and out the end of the hypotube and no issues were noted with the complaint insertion tool. A j-tip 00.018 test guidewire was inserted into the insertion tool and resistance was noted. It was noted that the tip of the j-tip test guidewire was catching on the step of the hub to hypotube transition before advancing the j-tip test guidewire through the hypotube. This test was completed three more times and the same issue occurred. However it was still possible to advance the j-tip test guidewire through the insertion tool with only minor difficulties during these tests. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is user preference issue as the complaint device meets specification however the user is dissatisfied with the function, performance, or appearance of the product. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, insertion difficulties occurred. This advantage balloon catheter inflation device was selected; however, the physician was unable to advance the guide wire through the guide wire introducer sheath and the guide wire. It was noted that the crossing point from the plastic part of the introducer is not matching the introducer needle. The procedure was completed with a different device. No patient complications were reported and that patient's status is stable.

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure,insertion difficulties occurred. This advantage balloon catheter inflation device was selected; however, the physician was unable to advance the guide wire through the guide wire introducer sheath and the guide wire. It was noted that the crossing point from the plastic part of the introducer is not matching the introducer needle. The procedure was completed with a different device. No patient complications were reported and that patient's status is stable.